Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure while the was placed in the left atrium, an attempt was made to insert the 27mm closure device. At that time, a mobile thrombus-like floating material was observed adhering to the was sheath on transesophageal echocardiography (tee). Heparin was administered prior to post transeptal; the first activated clotting time (act) measured during insertion of the closure device, was 290 seconds. The patient medication was switched to lixiana. The was removed and replaced with a single curve was sheath. As the closure device was not yet been deployed in the patient, another of the same closure device was used. The procedure was completed successfully.